Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the unit burned the surface of the skin. As per user, the patient was in for endoscopic left greater saphenous vein harvest, coronary artery bypass grafting x 4- while harvesting the vessels, the device burned the surface of the skin. It is unknown if the event result in delay in beginning or continuing the surgical procedure, if the product was changed out or if the surgery was completed successfully, or if there was blood loss. Terumo continues an attempt to gain more information regarding this event from the user facility. A medwatch report under uf/importer report # (B)(4) was received on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 20, 2022. Upon further investigation of the reported event, the following information is new and/or changed: g6 (indication that this is a follow-up report). H2 (follow-up due to additional information) . H6 (identification of evaluation codes 11, 3331, 4114, 3221, 4315). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned for evaluation. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. Based on review of past complaints, the burned skin is due to a cracked/fractured/burnt distal end of the v-cutter most likely resulted from excessive force applied to the distal end of the v-cutter during the procedure. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.